Event description:
This report is to advise of a fracture in the catheter noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. Visual inspection revealed a fracture in the catheter tip 0.7¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.